Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection showed minor scratches on the device case. The device passed the automatic, visual and functional test. Review of the device memory noted no resets, errors or fault codes. Furthermore, the device passed longevity calculations and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, h1: type of reportable event.

Event description:
It was reported that the battery of this pacemaker had less than six months remaining longevity but after four months, this device reached end of life (eol). There was no elective replacement indicator (eri) date stamp noted. Boston scientific technical services (ts) discussed that the device was possibly going back and forth at magnet rate of 90 and 100 prior to last month. Additional information received indicating that this device was surgically explanted, and a new device was placed. Furthermore, the device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker had less than six months remaining longevity but after four months, this device reached end of life (eol). There was no elective replacement indicator (eri) date stamp noted. Boston scientific technical services (ts) discussed that the device was possibly going back and forth at magnet rate of 90 and 100 prior to last month. Additional information received from the field representative indicated that the device will be returned. Subsequently, this device was surgically explanted due to normal battery depletion and a new device was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.